Manufacturer narrative:
Additional information was received that computerized tomography (CT) scan was taken to make sure nothing was structural.

Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the current location of the generator caused the patient discomfort. It was also reported that the result of the CT (computerized tomography) scan was not available.

Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
UDI=( (B)(4).

Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference and the pocket site was relocated. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was frequently charging the ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.